Manufacturer narrative:
The patient¿s product was requested but unavailable for investigation. The lot number of test strips used at the time of the event could not be provided. Although the patient¿s strip lot number could not be provided, the unknown strip lot may have been in scope of the roche initiated recall for strips calibrated against the who standard rtf/16. For these test strips there is a potential for increasing positive when the inr is > 4.5. Investigations show results are reliable from 0.8 to 4.5 inr. The issue has been fully investigated. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The occupation is lay user/patient.

Event description:
The initial reporter stated she received discrepant results when testing with coaguchek xs meter serial number (B)(4). This patient also mentioned that she received errors when attempting to use the meter in (B)(6) 2018. At 1:47 a.m. On (B)(6) 2018, a sample from the patient was tested using the meter, resulting with a value of 1.9 inr. At 7:26 a.m. On (B)(6) 2018, a sample from the patient was tested using the meter, resulting with a value of 1.0 inr. The patient did not believe the dates of these measurements were correct. At 7:20 a.m. On (B)(6) 2018, a sample from the patient was tested using the meter, resulting with a value of 3.1 inr. At 8:41 a.m. On (B)(6) 2018, a sample from the patient was tested using the meter, resulting with a value of 4.8 inr. The patient's therapeutic range is 3 - 4 inr. The patient's testing frequency is weekly.